Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00233: case 2; 3025141-2018-00235: case 3.

Event description:
Patient with a fracture of the fibula was treated with a fibula rod and screw. During implantation, the fibula canal was too narrow to accept the nail, and the fibula was fractured during nail insertion. An open-plating was undertaken. Reference: appleton, p et al., the fibula nail for treatment of ankle fractures in elderly and high risk patients. Techniques in foot and ankle surgery 5(3):204-208, 2006.